Manufacturer narrative:
(B)(4). Pre-operative dissection and occluded/malperfused superior mesenteric artery and viscerals.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology is unknown. It was reported that the patient presented emergently with a thoracic dissection in the lower descending thoracic aorta. The patient's renal, superior mesenteric and celiac arteries were all functionally occluded and malperfused from the false lumen. The physician implanted another manufacturer¿s stents in the left renal artery, the celiac artery and superior mesenteric artery in an attempt to reperfuse the patient's viscerals and save their life. The valiant stent graft was placed in the patient's lower descending thoracic aorta to cover the dissection fenestration, but did not cover the sma, celiac or renal arteries. The patient expired two days later due to bowel ischemia caused by the occluded/malperfused superior mesenteric artery and viscerals.